Manufacturer narrative:
The hbsag ii reagent lot number was 593272. The expiration date was not provided. The following service actions were performed: replaced and adjusted bead mixer, replaced procell, cleancell, and other reagents, checked blankcell signal, performed initial blankcell, checked measuring cell and magnet mechanism, replaced brand new measuring cell, performed photomultiplier tube high voltage (pmt hv) adjustment. Initial blankcell results were acceptable. Instrument performance testing was completed. The issue was not resolved. The following additional service actions were performed: replaced both maintenance kits, performed liquid flow cleaning (lfc) 3 times, and adjusted pmt. Instrument performance testing was acceptable. The investigation determined the event was due to a maintenance issue. As multiple service actions were performed, the specific root cause could not be determined.

Event description:
The initial reporter complained of discrepant positive results for 1 patient sample tested for elecsys hbsag ii (hbsag ii) on a cobas e 411 analyzer (rack system). The initial result was 8.27 coi (positive). The repeat result was 0.515 coi (negative). On (B)(6) 2022, the sample was repeated on a different e411 analyzer, and the result was 0.468 coi (negative).